Manufacturer narrative:
The initial MDR was filed 26-jan-2019. Additional information (19-jun-2019): the customer sent the patient sample to siemens for in house testing. Siemens technical services laboratory (tsl) replicated the negative result reported by the customer on the patient sample. Review of western blot tests performed on the allergen extract and the patient sample indicated that major proteins associated with the allergen were present. Review of release criteria on allergen lots indicate that our product is meeting release specifications. The cause for the false negative result on the one patient sample is unknown and could be sample specific. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a full service check, verified all probe alignments, reagent probe reagent wedge allergen positions, valves positions, checked photomultiplier tube voltages, checked tube lifter positions, checked incubator cover chain tension for splashing, verified tube shakers functionality, checked vacuum pump functionality, verified high speed spinner speed and ran a water test. The cse replaced the reagent valve proactively as a slight squeaking sound was heard. The customer ran quality control samples and all samples were within specifications. Siemens headquarters support center specialist enquired if the sample was available for in-house testing. The customer informed siemens that there was no sample available for testing. The customer indicated that other patient samples were being tested for the hazelnut allergen at the same time the discordant false negative result was obtained. There were no other discordant results reported for the hazelnut allergen. The cause of the discordant false negative result for hazelnut allergen on the patient sample is unknown. The system is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer notified siemens of a discordant false negative result on a patient sample for hazelnut allergen on an immulite 2000 xpi instrument when using the allergy specific ige kit. The result was reported to the physician(s) and questioned as the patient had a known history of hazelnut allergy. The physician(s) requested that the same sample be repeated on the same immulite 2000 xpi instrument and on an alternate platform (non-siemens). The sample repeated as a discordant negative result on the immulite 2000 xpi instrument and as a positive result on the alternate platform. Based on the clinical profile of the patient, the result obtained on the alternate platform was considered the true result. The result obtained on the alternate platform was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant false negative result obtained on the patient sample for hazelnut allergen.